Event description:
It was reported the patient also had a skin revision during the abutment removal surgery (previously reported). The patient was also treated with intravenous antibiotics. The infection has since cleared.

Event description:
Per the clinic, the patient experienced an infection at implant site (specific date not reported) and subsequently underwent surgery to remove abutment (specific date not reported). It is unknown if there are plans to reimplant the patient as of the date of this report.